Manufacturer narrative:
Patient information was requested and the customer reported the patient information is not available.

Manufacturer narrative:
(B)(6). Follow up attempts were made to obtain patient information from the customer; no response received. If information is received, the complaint will be updated.

Event description:
The customer reported the ventilator alarmed with vent inop due to an air valve liftoff failure. The customer reported there was no harm to the patient.